Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The ra lead was revised. It was noted the following day, the ra lead had dislodged and exhibited no capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.